Event description:
Unit gave "panel connection lost" alarm. Customer restarted the unit and put it back into service. The unit would work for several hours then the " panel connection lost" would reappear.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: the root cause of this event could not be determined, the g5 ip motherboard and g5 cable from vu to ip were replaced and after that the device worked as intended. A CAPA is submitted to further investigate the root cause of "panel connection lost". There was no patient or user harm in this event. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Alarm "panel connection lost" during start up. Ventilation post poned. No patient involved. The failure 'connection panel lost' after starting up the ventilator may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
Unit gave "panel connection lost" alarm.